Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-oct-2016, fse arrived at the site to address the reported event. Fse replaced the the leak sensor, then verified the device was operational by running several patient samples. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the b/f leak sensor.

Event description:
On (B)(6) 2016, the customer reported a defective leak sensor with their a1a-2000st. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of lhii, bhcg and pth patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.